Manufacturer narrative:
Lot # 2123221, catalog # 1-3212, expiration date 09/2010, device manufacture date 09/26/2008. Device not returned, followed up with company representative.

Event description:
It was reported that a patient underwent a two-level x-stop procedure at levels l3/l4 and l4/l5. The devices functioned as intended initially, however, the patient later developed a ruptured disc at l4/l5. Subsequently, four months post procedure, the physician removed the devices and performed decompression and fusion at the treated levels. The patient's current status was reported to be "good." No additional information was reported.